Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the unit was failing the rotor error alarm section of the performance verification. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/08/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on the unit, on (B)(6) 2017, service found the unit was failing the rotor error alarm section of the performance verification.